Manufacturer narrative:
Evaluation: result - the manufacturer received 100 unused samples for evaluation. The tubes were draw tested. The tubes were not allowed to sit and visually inspected for creepout. The tubes were picked up by the shield assemblies and shaken to see if the stopper would dislodge. Stopper creepout was not observed. A review of the device history record revealed there were no related quality notifications for the reported lot number 5089788. All process and final inspections comply with specification requirements. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that on (B)(6) 2016 approximately in the late afternoon, a nurse on the 4th floor inpatient medicine unit was attempting to collect a blood sample from a patient into a 6 ml bd vacutainer plus plastic whole blood tube directly from the patient's PICC line. The nurse reported that the initial blood collection directly from the PICC line appeared to have some vacuum issues and was not filling properly so she then retrieved another tube and syringe. The nurse used the syringe to collect the blood sample from the PICC line and then she used a straight needle on the syringe to puncture the rubber diaphragm and transfer the blood sample into the tube. The nurse reported that she did not force the blood into the tube by pushing on the plunger. After the tube was filled, the nurse reported that she mixed the tube by inverting it. During this process, the hemogard top popped off the tube. Blood appeared to eject itself out of the tube, splattering the nurse, the walls, and ceiling of the room. The nurse reported that she only had blood on her face and it did not get into her eyes, mouth, or mucous membrane. Per her nurse manager's orders, the nurse reported to the laboratory to have her blood drawn for blood exposure.